Event description:
Dr. Reported that three implants failed due to infection. Dr. Noted that the has grafted the site. Patient is reportedly fine. Patinet is same patient as medwatch report #2023141-1997-00997.